Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. The battery voltage was 2.79 volts. Review of memory noted no suspicious fault codes while implanted but noted that a low voltage battery system fault occurred two days post-explant. Memory analysis also found that the device's power consumption had rapidly increased a few months prior and had remained high. The titanium case was opened and visual inspection revealed no irregularities. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process, a high current condition was confirmed. Electrical testing and analysis were conducted, which isolated the high current to an anomaly within the mixed mode integrated circuit (mmic) associated with the shock sensor function of the device. This anomaly caused a high current drain, which over time resulted in the reported clinical observation.

Event description:
It was reported that the device battery had allegedly prematurely depleted. The device was explanted to resolve the event and no additional patient consequences were reported.

Event description:
It was reported that the device battery had allegedly prematurely depleted. The device was explanted to resolve the event and no additional patient consequences were reported.